Manufacturer narrative:
Citation: sirakova et al. Intravascular haemolysis after transcatheter aortic valve implantation with self-expandable prosthesis: incidence, severity, and impact on long-term mortality. Eur heart j suppl. 2020 jul;22(suppl f):f44-f50. Doi: 10.1093/eurheartj/suaa098. Epub 2020 jul 15. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding intravascular hemolysis after transcatheter aortic valve replacement (tavr) with self-expandable prostheses. All data were collected from a single center between april 2009 and january 2014. The study population included 94 patients (predominantly male, mean age 80 years). All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients, 8 deaths occurred within one year and 67 deaths occurred within the 6-year long-term follow-up period. Of note, two of the eight early deaths were described as periprocedural complications. No further details were provided on these deaths. Based on the available information medtronic product may have been associated with these two deaths. Among all patients, adverse events included: hemolysis, severe paravalvular leak (no central aortic regurgitation was observed), and severe patient-prosthesis mismatch (ppm). There was no statement of intervention to treat these observations. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
April 9, 2022 / hartzp1: additional information received from the physician/author stated that: 1) none of the observed complications were directly related to corevalve device dysfunction, and 2) that patient information would not be provided due to privacy laws. No further details were provided.